Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The breach was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized on the same day as onset of the peritonitis and was treated with cefazoline (2 grams/day, intraperitoneally, duration not reported) and gentamicin (80 milligrams/day, intraperitoneally, duration not reported). Twelve days after start of treatment, cefazoline and gentamicin therapy was discontinued and the patient was discharged. At the time of this report, the patient had recovered and it was not reported if the patient had been retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.